Event description:
A barostim system was implanted on (B)(6) 2026. Following the procedure, the patient experienced numbness and a swollen tongue and on (B)(6) 2026, the patient presented to the emergency department. A stroke was ruled out at the ed, and the patient was sent home. On (B)(6) 2026 at a scheduled titration follow-up, the patient reported that they experienced a swollen tongue, tongue deviation, difficulty swallowing and speaking, right leg spasms, intermittent headaches, pins and needles sensation on the right side of their face and neck, numbness on the right side of their face and neck, a teary right eye and blurry vision in their right eye. Per the opinion of the physician, the root cause of the tongue movement issues was likely caused by barostim due to the proximity of the hypoglossal nerve, however, was unsure if the other issues were being caused or contributed to by barostim. The physician observed a hard lump under the incision, at the site of the electrode and hypothesized that it might be causing pressure on other surrounding nerves to create these other extraneous complaints. The patient's barostim therapy was turned off to allow more time for healing, and it was noted that there were no changes to the symptoms with therapy off. They were scheduled to have a CT scan in two weeks. As of (B)(6) 2026, the CT scan reading was not yet available.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the tongue movement issues was likely caused by barostim due to the proximity of the hypoglossal nerve, however, was unsure if the other issues were being caused or contributed to by barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)